Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was filling the infusion tubing, the pump fell over and a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer successfully loaded the cartridge. Insulin delivery was resumed. There was no impact to the customer's blood glucose level.